Event description:
While manipulating gamma camera into position for nuclear scan, counter weights struck edge of table and were pushed up off retaining hook, falling onto pt's head. Pt did not suffer any evident effects from occurrence, no ecchymosis, no injury, and did not require treatment or intervention. However, potential exists for serious injury if design problem is not corrected.